Manufacturer narrative:
Pump received with cracked case at the display window corners. Pump received with cracked battery tube threads and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on january 30, 2018 that the customer's insulin pump was damaged around reservoir compartment and battery compartment. Customer has issues with cosmetic damage. Customer's blood glucose level at the time of incident is 8.7 mg/dl. No symptoms indicated and no treatment necessary. Troubleshooting was not performed. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.